Event description:
The patient underwent revision of his asr hip on (B)(6) 2013. Over the last few months, he has developed chronic deteriorating pain in that hip. A recent radio isotope scan indicates that the acetabular component is loose and the patient requires revision of the acetabular component ((B)(6) 2014). Update (B)(4) 2014: he had alval-appearing tissue around the neck of the prosthesis. The head was removed and there was no obvious erosion of the trunion. The polyethylene liner was removed (there was no obvious damage to it). The shell was found to be very firmly ingrown with definitely no loosening and it remained in situ.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.